Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one 8.5f swartz braided introducer sheath was received for evaluation. A dilator from current inventory was inserted and removed from the sheath. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted in the distal seal. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.

Event description:
During an atrial fibrillation procedure, a blood leak was noted from the hemostasis valve. The dilator was inserted into the sheath, and after the sheath was inserted into the right atrium, transeptal puncture was performed, and it was inserted into the left atrium. When inserting the octaray catheter, blood leaked from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.